Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the power complaint could not be duplicated. A review of the pump¿s black box data revealed evidence of a replace battery alarm. The voltage was not low at the time of the reported alarm. There was evidence of moisture observed behind the display screen. The battery compartment was observed to be cracked, with evidence of corrosion observed inside. The electrical current draws measured within specifications. The leak test failed due to a battery compartment leak. The pump was opened and moisture was observed on the internal components of the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.